Event description:
After 5 years of successful cochlear implant use, this patient presented with a large cholesleatoma and infection in the implanted ear. The choleslestoma encapsulated the electrode array of the implant. In an effort to surgically debride the ear, the surgeon found it necessary to explant the device. The patient will be reimplanted at a later date once the infection is fully resolved.